Manufacturer narrative:
(B)(4). Investigation summary: customer returned (41) 1/2cc, 8mm, 30g syringes in an open poly bag from lot # 9196543. Customer states that there is a vacuum issue when she puts medicine into the syringe. Thirty out of 41 returned syringes were tested and all were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch# 9196543. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted for hooks based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using bd micro-fine¿ plus insulin syringes it was difficult to aspirate. The following information was provided by the initial reporter: the nurse has vacuum issue when she puts medicine into the syringe.